Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It is unknown when the high impedances first occurred, ins information / implant date provided. The cause of the high impedance was not determined, but the ins works well, and the stimulation was okay. No further actions were done because the patient was satisfied with the therapy, and the physician has not heard from the patient in the meantime. The planned revision was canceled by the physician. Information was confirmed with physician / account.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient was fine, and no further action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an healthcare provider (hcp) contacted the manufacturer representative (rep) explaining that they had a patient with an ins who was scheduled for a system revision (due to high impedances). Today the patient came in for a consult prior to the revision. After doing an impedance measurement all impedances (including the active contacts) appeared to be in between 18.000 and 20.000 ohm (orange exclamation mark). However, the patient indicated that they receive sufficient therapy at the desired location. The battery was programmed with 3.8ma, 200us and 60 hz. The hcp/patient said that there were no error codes, and stimulation could be increased. The hcp was wondering whether or not to go ahead with the revision, as the patient reported good therapy satisfaction. He also wanted to know what could cause the high impedances and what could possibly be the effect for the patient. Technical services explained that it is possible that a fracture is present in the lead/extension or a misalignment is present at the connection sites (i.e. Lead/extension, extension/battery), which could be caused by for example when a patient experiences a fall (or other trauma) or during system implant/revision. This could result in an (intermittent) open circuit (e.g. High impedances). When an (intermittent) open circuit is present, the current/stimulation will not always reach the electrode site of the lead, normally resulting in loss of therapeutic effect from the neurostimulation (e.g. Returning of symptoms of the patient). However, for this patient this did not seem to be the case. From a troubleshooting perspective it could be considered to palpate the system and connection sites and perform an x-ray to check if there are loose connections or component misalignments, or broken leads/extensions. This could help identify the reason for the high impedance values. Next, the rep can verify with the patient whether they noticed that the recharge frequency of their battery has increased. Because all impedances are high and the patient indicates to be satisfied with the current therapy results, there is at this point no need/option to reprogram the stimulation. It is up to the treating physician to determine whether to continue with the system revision as planned or not. Note: if it is decided to leave the situation as it is (e.g. No revision), it cannot be excluded that at some point the patient will start experiencing a loss of stimulation effect and/or more frequent recharge sessions due to the presence of the high impedances at every contact.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is be medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.